Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a 19mm trifecta gt valve was implanted. On an unknown date, the valve was explanted due to unknown reasons. The patient was reported to be stable and recovering.

Manufacturer narrative:
Explant of trifecta valve due to an unknown reason was reported. The investigation found calcifications on all leaflets. There was fibrous thickening on all leaflets and circumferential fibrous pannus ingrowth on the inflow and outflow surfaces of leaflet 2. Leaflets 1 and 2 were torn, tears were associated with calcifications. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. While the exact reason for valve explant remains unknown, calcifications and pannus ingrowth could lead to a number of potential issues with valve functionality.